Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Natarajan, s. K. Et al. (2016). The safety of pipeline flow diversion in fusiform vertebrobasilar aneurysms: a consecutive case series with longer-term follow-up from a single us center. Journal of neurosurgery, 125(1), 111-119. Doi:10.3171/2015.6.jns1565 mdrs related to this article: 2029214-2016-00667, 2029214-2016-00668, 2029214-2016-00669, 2029214-2016-00670, 2029214-2016-00671. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced a brainstem perforator stroke after pipeline implantation. The patient initially presented with neck pain and was found to have a 10mm fusiform, posterior circulation aneurysm. The aneurysm was at the vertebrobasilar junction (vbj), involving the left and right vas. The aneurysm was increasing in size. The patient was neurologically intact. The patient underwent placement of a pipeline, coiling, and vertebral artery sacrifice. The authors stated that the patient was intact immediately after the procedure, but developed symptoms (quadriparesis, dysphagia, and dysarthria) 30 minutes later. Head CT did not show any hemorrhage. Mr angiogram showed that the pipeline was patent. The patient was maintained on an eptifibatide infusion for 24 hours but the symptoms slowly progressed. MRI obtained at 24 hours showed a medial infarct at the pontomedullary junction corresponding to the short midline perforators from the lower basilar artery to the vbj. Retrospective review of the angiogram also revealed occlusion of a small perforator from the distal va that occurred during contralateral va sacrifice. The patient eventually required a tracheostomy and percutaneous endoscopic gastronomy and was transferred to an inpatient skilled nursing facility (mrs of 4.) At the latest angiographic follow-up (6 months after implantation), mra showed no aneurysm remnant and patent pipeline. At the latest clinical follow-up (12 months after implantation), the patient remained disabled with mrs of 4. Patient was able to ambulate with walker and had difficulty swallowing liquids. Tracheostomy has been closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.